Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation performed simulated therapy and observed no errors and evaluation also performed downstream occlusion testing and the device passed. A review of the event history log revealed 'had an issue of failed psi test' was confirmed during the event history log review. However true and false alarms cannot be distinguished review a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition " failed psi test" was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed pounds per square inch (psi) test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.